Manufacturer narrative:
The associated legion ps high flexion articular insert was not returned for evaluation. Therefore, a product analysis could not be conducted. Smith and nephew has been unable to obtain device details. It was commnunicated that patient data is unavailable as he was admitted via an emergency ward and the previous surgery details were unknown. As device details were not made available, device history record and sterilization documentation review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of product information. A clinical evaluation noted that no clinical relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. However, it was reported that the surgeon did not blame the product. Without the return of the actual device involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a surgery was carried out due to infection. The surgeon does not blame the product,. No more information presented.